Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device system exhibited loss of capture during pacemaker mediated tachycardia events. Episode data was sent to boston scientific's technical services (ts) for careful consideration. From the printout provided, ts stated that one could observe at least 2 different morphologies for the paced complexes and would rise the question of consistent capture. It was also noted the sensed complexes had various morphologies (at least 2); concluding some were conducted intrinsic activity, while others pvc activity. It was the ts recommendation, to perform threshold tests for the ventricular leads, and to carefully assess the changes in morphology. It would allow for a more favorable root cause determination. To date, no further information has been communicated and no adverse effects reported.

Event description:
It was reported that this device system exhibited loss of capture during pacemaker mediated tachycardia events. Episode data was sent to boston scientific's technical services (ts) for careful consideration. From the printout provided, ts stated that one could observe at least 2 different morphologies for the paced complexes and would rise the question of consistent capture. It was also noted the sensed complexes had various morphologies (at least 2); concluding some were conducted intrinsic activity, while others pvc activity. It was the ts recommendation, to perform threshold tests for the ventricular leads, and to carefully assess the changes in morphology. It would allow for a more favorable root cause determination. To date, no further information has been communicated and no adverse effects reported

Manufacturer narrative:
The patient was later seen for further evaluations. Biventricular pacing was restored via reprogramming the unit to an increased lower rate limit. The patient was exhibiting multiple morphologies. To date, no further changes have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.